Manufacturer narrative:
The reported issue of ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg due to depleted battery. Per the event details, rep discovered patient's battery was dead due to not charging and he said he hasn't used his stimulation for about 6 months. According to the review of eon mini IFU/dfu, 37-1004, rev f, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Event description:
Further information indicates the patient had the ipg explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had not used stimulation nor recharged their system for 6 months. Reportedly, the ipg was confirmed inoperable after device troubleshooting. As a result, surgical intervention may be pending to address the issue.